Manufacturer narrative:
The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument released energy 2 of 2 attempts. The instrument was fully functional. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have damage of the conductor wires insulation at the grip hub. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy 2 of 2 attempts. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke; tips did not move, seemed fused. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to being used and when the customer noticed it was broken, the tips did not move. There was no thermal damage noted. There was no arcing. The surgeon believed it was an instrument failure. There was no collision with an energy instrument during the procedure and no arcing was observed. Patient demographics were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.